Event description:
It was reported that a patient with an implanted implantable neurostimulator experienced an implantable neurostimulator battery tilt at the implant site in the hip and had recharging difficulties for about three weeks, including difficulty making and maintaining a connection with the recharger, the recharger beeping about eight times and then stopping, and a ¿cannot be found¿ message during recharging. It was also reported that the patient was not getting relief and that therapy was off. Troubleshooting was performed in the office, and phone troubleshooting included closing running applications and re-launching the recharger application; connection to the implant was confirmed and stimulation was turned on using the recharge application with assistance from a family member. The issue was reported as ongoing, and a pocket revision was planned. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.